Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 34.7 months of service. A similar ICD was implanted without reported complication. Should the explanted device be returned to guidant, it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.